Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error during a bolus attempt; the keypad froze, the buttons were unresponsive, then the pump alarmed. The patient's blood glucose at the time of incident was 192 mg/dl. Troubleshooting was initiated for the button error alarm and keypad anomaly. The customer recalled sweating profusely. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm or frozen display noted. The insulin pump had a cracked case on the display window corner, minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.